Event description:
It was reported the patient's (B)(6) ipg was replaced due to battery depletion. It was also noted the physician experienced difficulty explanting the device. No further information was provided; as such, it cannot be determined if the ipg had reached its expected end-of-life.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.